Manufacturer narrative:
This incident occurred outside the united states (ous). The ous customer reported an observation of discordant elevated advia centaur ca19-9 lot 535 results that were lower upon retesting with atellica im ca 19-9. Quality control (qc) results and calibrations were within expected ranges at the time of patient testing. For investigation, the customer tested a redrawn sample from the same patient with advia centaur ca19-9 lot 535, atellica im ca 19-9 and a non-siemens alternate method. The advia centaur ca19-9 were elevated and the atellica im ca 19-9 and a non-siemens alternate method were lower. The interpretation of results section of the IFU states, "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating. This MDR report is for the result from 01-jun-2024. Other MDR reports are submitted for results obtained on 30-may-2024 and 31-may-2024.

Event description:
The customer complains about discordant elevated advia centaur ca 19-9 (ca19-9) lot 535 results on one patient that were lower upon retesting with atellica im ca 19-9. The initial elevated advia centaur xp ca19-9 lot 535 result was reported and questioned. The sample was retested with advia centaur xp ca19-9 and also with atellica im ca19-9 (at a reference lab). All advia centaur xp ca19-9 lot 535 results were elevated compared to the atellica im ca19-9 results. The physician considers the low atellica im ca19-9 results as correct and the high results on advia centaur xp as discordant. There are no allegations of patient or user intervention or adverse health consequences due to the event.

Manufacturer narrative:
Siemens filed MDR 1219913-2024-00365 initial report on 11-jul-2024. Siemens investigation confirmed an average positive bias of 56.4% with a sample population from the asia pacific region and atellica im and advia centaur 19-9 assay kit lots ending in 535 as compared to previous lots. However, the investigation did not confirm quality control results outside of range. Urgent medical device correction (umdc) aimc 24-14.a.us and urgent field safety notice (ufsn) aimc 24-14.a.ous were distributed to customers who have received the affected product to notify them of the bias. The communication advised customers to discontinue use of the affected product. Note: in section h6, codes for investigation findings and investigation conclusions were updated.